Manufacturer narrative:
The device was manufactured may 08, 2019 - may 09, 2019. The device was received for evaluation. Visual and microscopic inspection were performed and no particulate matter was observed. The filter and its surrounding area were found to be in normal condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was black particulate matter on the tubing filter of a small volume intermate. This was identified during an unspecified process step. The device had been filled with 0.9% sodium chloride solution. There was no patient involvement. No additional information is available.